Event description:
I began having lots of unexplained pain and every way possible I had pelvic pain, hip pain, dizziness, fatigue, mistletoe and joint pain. Heavy bleeding and painful periods. I had blood clots during period. Inflamed uterus and cervix bleeding and pain during sex. Headaches. Bladder problems. Vitamin d deficient. Depression. Severe hair loss.